Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v550216, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v525542, implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported that they were "coded" on the table when the second implant was placed on (B)(6) 2011, and the "wires" moved to the left side and went haywire as of an unknown, recent, date. As a result they had pain and other various symptoms including hand curls when the superdome opens, and them not able to move their left arm when they woke up on (B)(6) 2016. The patient also is walking with a limp on their left side, knees are starting to hurt, and have right shoulder pain "for the second time." It was also mentioned that the patient has an allergy to dyes in medication, and that their vein was blown due to an issue not related to a device or therapy. They believe something must have gotten in the "port" because they felt it in their throat. The patient also noted they are going to buy a 9v battery to check the implant, and want to turn it off to use an "aleve patch" which is likely a tens unit. The patient's indication for implant is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.